Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(6) trial. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2016 as part of the (B)(6) trial. On (B)(6) 2016, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the endoscopic mucosal resection (emr) procedure was no definitive histology of focal lesion. The patient did not require discontinuation of anticoagulant therapy. On (B)(6) 2016, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 40 cm from the dental arch at 3 o¿clock. The estimated diameter of the lesion was 20 mm with a maximum circumferential extent of 60%. The lesion appeared superficial/elevated (0-iia) and flat (0-iib). After lesion delineation, but prior to resection, endoscopic imaging was performed. One (1) resection was performed and an endoscopic imaging was performed immediately afterwards. All resection specimens were retrieved for histopathological examination. Seven specimens were retrieved and histology showed no dysplasia. On (B)(6) 2016, the patient developed an esophageal stricture which was considered mild and serious but was not related to the captivator¿ emr device but was related to the emr procedure. On (B)(6) 2016, the patient was hospitalized and underwent one (1) dilation session. On (B)(6) 2016, the patient was discharged from the hospital. The outcome of the event was reported to be recovering/resolving.

Manufacturer narrative:
Additional information received september 15, 2017.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2016 as part of the e7091 captivator emr registry clinical trial. On (B)(6) 2016, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the endoscopic mucosal resection (emr) procedure was no definitive histology of focal lesion. The patient did not require discontinuation of anticoagulant therapy. On (B)(6) 2016, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 40 cm from the dental arch at 3 o¿clock. The estimated diameter of the lesion was 20 mm with a maximum circumferential extent of 60%. The lesion appeared superficial/elevated (0-iia) and flat (0-iib). After lesion delineation, but prior to resection, endoscopic imaging was performed. One (1) resection was performed and an endoscopic imaging was performed immediately afterwards. All resection specimens were retrieved for histopathological examination. Seven specimens were retrieved and histology showed no dysplasia. On (B)(6) 2016, the patient developed an esophageal stricture which was considered mild and serious but was not related to the captivator¿ emr device but was related to the emr procedure. On (B)(6) 2016, the patient was hospitalized and underwent one (1) dilation session. On (B)(6) 2016, the patient was discharged from the hospital. The outcome of the event was reported to be recovering/resolving. Additional information received on february 01, 2017. The esophageal stricture was noted to have resolved on (B)(6) 2016. The residual effect of esophageal dysphagia was noted and the patient was hospitalized for another dilation on (B)(6) 2016. Additional information received on september 15, 2017. On (B)(6) 2016, the patient was hospitalized and underwent one (1) dilation session. On (B)(6) 2016 to (B)(6) 2017, the patient was re-hospitalized for an additional session. During the last dilation sessions, the patient was treated with propofol and midazolam.

Manufacturer narrative:
Additional information received february 1, 2017: describe event or problem and event problem codes - patient codes updated.

Event description:
It was reported to boston scientific corporation on july 07, 2016 that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2016 as part of the e7091 captivator emr registry clinical trial. On (B)(6) 2016, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the endoscopic mucosal resection (emr) procedure was no definitive histology of focal lesion. The patient did not require discontinuation of anticoagulant therapy. On (B)(6) 2016, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 40 cm from the dental arch at 3 o¿clock. The estimated diameter of the lesion was 20 mm with a maximum circumferential extent of 60%. The lesion appeared superficial/elevated (0-iia) and flat (0-iib). After lesion delineation, but prior to resection, endoscopic imaging was performed. One (1) resection was performed and an endoscopic imaging was performed immediately afterwards. All resection specimens were retrieved for histopathological examination. Seven specimens were retrieved and histology showed no dysplasia. On (B)(6) 2016, the patient developed an esophageal stricture which was considered mild and serious but was not related to the captivator¿ emr device but was related to the emr procedure. On (B)(6) 2016, the patient was hospitalized and underwent one (1) dilation session. On (B)(6) 2016, the patient was discharged from the hospital. The outcome of the event was reported to be recovering/resolving. ***additional information received on february 01, 2017*** the esophageal stricture was noted to have resolved on (B)(6) 2016. The residual effect of esophageal dysphagia was noted and the patient was hospitalized for another dilation on (B)(6) 2016.